Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 320 mg/dl. The customer delivered a correction bolus yet the customer stated their bg did not decrease. The customer reported that the cause of the high bg was potential due to scar tissue. The customer stated would change the infusion site to a new area of location. During follow up with tandem technical services, the customer reported that bg level was 200 mg/dl and declined further troubleshooting.